Event description:
Explantation of a modular plus revison stem distal module was reported in a case in another country. Reportedly due to a pt fall, the pt suffered a periprosthetic femoral fracture (subtrochanteric) and the distal module (stem) broke. No additional details are available at this time.